Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (366 mg/dl at its highest) and was corrected via the pump. The cause of the high bg was not known; however, the customer thought that the new medication she was taking may be contributing to the bg level. A pump system check was performed and no device issues were identified. The customer did not remove the cannula to inspect it for damage and reported that it would be changed. The customer declined tandem technical support's offer to follow-up.